Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from the consumer via the manufacturing representative, regarding a (B)(6) female patient receiving in trathecal dilaudid 10mg/ml at 5.6mg/ml via an implantable infusion pump. The indication for use of the device was for failed back surgery syndrome and spinal pain. The concomitant medications were listed as oxycontin, percocet, librium, and clonidine. The patient history was reported as l 2-3 severe stenosis and chronic intractable pain. On (B)(6) 2015, the patient her had her distal lumbar catheter moved from l 2-3 to l1-2, in preparation for a lumbar 2-3 laminectomy for l2-3 stenosis. It was reported that on (B)(6) 2015, the patient had a bulge at her lumbar incision, that was also indicated as a cerebrospinal fluid (csf) leak. There was no external fluid leak noted. The patient had moderate withdrawal symptoms; specifically anxiety, increase pain, upset stomach, nausea, sweating and occasional diarrhea. The patient had missed an office appointment on (B)(6) and came to another hcp office, where no fluid leak was noted and the bulge was only slight. It was noted that it went down since she had laid flat for past 2 days. The patient was also wearing a lumbar brace with 2 rolled up wash cloths over the incision to stabilize the wound site. Both clonidine and librium were prescribed. Urgent authorization was requested for side port dye study to evaluate integrity of the catheter. The issue was not resolved at the time of this report. The health care provider (hcp) had no further information. The patient status at the time of this report was "alive- no injury." The patient outcome, if the dye study was performed/and results, cause for the leak, and actions/interventions/resolutions remained unknown at the time of this event. Follow-up was being conducted to determine the missing information; if additional information is received this report will be updated.